Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Three (3) attempts have been made by phone to obtain; patient treatment settings, patient information, patient photos, and sun exposure. No additional information has been provided. No examination of the device has occurred. A review of historical installation records found the subject lightsheer et system was installed at the user facility on 10/4/2005 ,lumenis has not held a service contract with the user facility since 4/1/2006 and has not serviced the device since 4/1/2006. Although no information was provided by the user facility about the service history of the device, lumenis cannot rule out that service by an unauthorized third party service providers may have contributed to the reported adverse event. Additionally, lumenis cannot rule out a possible malfunction nor its contributory to the adverse event. To the best of lumenis' knowledge, the subject device remains in use at the user facility. While the information received to date does not confirm that a serious injury had occurred and lumenis couldn't conclude if subject device malfunction reported unlikely to lead to a serious injury if malfunction were to recur, in an abundance of caution lumenis has chosen to report this event. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
A user facility reported that one (1) patient sustained a burn of unknown severity to abdomen anatomical area following treatment with a lightsheer et laser. No report of serious injury or medical intervention has been received except for the initial report from the user facility. Additionally user facility reported that the treatment settings "are not staying where they are".

Manufacturer narrative:
On december 13, 2017 lumenis received new information from the user facility confirming that the patient would suffer no permanent impairment. Physician prescribed medication triamcinolone to the patient prophylactic for symptom relief. A lumenis healthcare professional evaluated the provided treatment settings and patient skin type data concluding treatment settings were within specifications per common medical practice, device training, and device labeling. Additionally, the professional stated,"the equipment has not been serviced since 2006. There is no way of knowing the cause of this incident with out evaluation of the device." User facility declined service therefore malfunction could not be confirmed.